Event description:
It was reported that there was a failure of ac3 optimus intra-aortic balloon pump/fiber optic balloon pump during a patient procedure. The facility still has the device. Additional information: the part and lot numbers are not available. The catheter was replaced, and it is not known if other medical intervention was performed. The patient's current condition is unknown.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was a failure of ac3 optimus intra-aortic balloon pump/fiber optic balloon pump during a patient procedure. The facility still has the device. Additional information: the part and lot numbers are not available. The catheter was replaced, and it is not known if other medical intervention was performed. The patient's current condition is unknown.

Manufacturer narrative:
Qn# (B)(4). No serial number was reported. The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 8.0fr fos intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the distal end of the teflon sheath was noted at approximately 38.4cm from the iabc distal tip; the teflon sheath hub was noted connected to the hemostasis cuff and clear fluid was noted within the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The supplied 40cc inflation driveline tubing was noted connected to the iabc short driveline tubing; no damage or abnormalities were noted to the inflation driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact; no damage or abnormalities were noted. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The cal key and fos were connected to the iabp. The cal key was recognized. The fos was recognized and zeroed by the iabp. The pump status displayed "ok" indicating the fiber is fully intact. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was inserted in the t-tube and pressurized at intervals of 100mmhg, 200mmhg and 300mmhg. Upon testing the returned fos at pressurized intervals, the output ap fos readings were within specifications. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab unable to get fos signal is not confirmed. The cal key and fos connection of the returned iabc were intact and functioned properly when connected to a pump. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported that there was a failure of ac3 optimus intra-aortic balloon pump/fiber optic balloon pump during a patient procedure. The facility still has the device. Additional information: the part and lot numbers are not available. The catheter was replaced, and it is not known if other medical intervention was performed. The patient's current condition is unknown.

Manufacturer narrative:
Qn#(B)(4). The product was not returned for investigation. The specific serial number/lot number was not reported, but a device history record review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. The risk of the reported event is acceptable. The reported issue cannot be confirmed because the sample was not returned for investigation to teleflex chelmsford. The reported complaint of iab unable to get fos signal is not able to be confirmed. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.